Event description:
The user facility reported a 77-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported that during the impella cp pump insertion, the pump was unable to pass through the abdominal aortic aneurysm (aaa) stent struts. The medical team removed pump and rewired with a non-tapered wire, and using a buddy wire was able to successfully cross the left ventricle and place the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.